Manufacturer narrative:
Physician chose to use system for treatment outside the scope of the cleared indications for use (i.e. Treated in lung without active suction). No instructions (or training) exist for use of the csa system without the active suction system (e.g. In the lung). Patient treated was very ill as a result of complications from, and secondary to, stage 4 lung cancer and copd, as well as post obstructive pneumonia (lung). According to the physician, the csa system was in working order at the time of the event. A field verification test was completed at the time of installation earlier in the month. Subsequent testing of the device also indicated the device performed normally.

Event description:
Malignant tumor obstructing the distal bronchus (airway) was treated with cryospray. The patient developed a pneumothorax which was treated with small bore tube thoracostomy. Patient was admitted to the hospital for "a day or two". Patient had no further complications and was released from hospital.